Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was rewound, loaded and primed. The pump displayed the appropriate warning instructing the patient that they should be disconnected prior to priming the pump. Unrelated to the event the display was found to be dim and the battery compartment was found to be cracked.

Event description:
The pt received intravenous glucose for hypoglycemia. The pt inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence. The pt has continued to use the pump with no reported subsequent events.